Event description:
Reporter noted problems with aspiration and extrusion during surgery. They switched units and extracted the oil manually. Thinks the nitrogen pressure was not set correctly on the tank, causing problem. Pt recovering very well.